Event description:
Boston scientific crm received information that this lead exhibited loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
It was confirmed that the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned.